Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (service code 204, belt/monitor unusable) has been confirmed.  Upon investigation the monitor failed incoming testing and displayed a service code 204.  The cause for the monitor failure was isolated to a shorted components u1004, and u1005 on the pca board. Additionally, r3 component on the defibrillation board was defective. The root cause for the shorted and defective components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving service code 204 messages (belt/monitor unusable).